Event description:
Opened foley catheter kit in preparation for surgical case. Nurse noted on inspection that the aquaflate sterile water syringe to inflate the balloon on the catheter had black material floating inside. Catheter kit was discarded, and another kit was obtained and inspected. The new kit was found to be good without any material inside the syringe of sterile water.